Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms / false asystole) was confirmed. As received, the belt failed the incoming ECG fall-off test upon evaluation, there was an open brown (-5v) wire inside the trunk cable. The cause of the gong alarms, false asystole event, and incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable and wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and false asystole events.